Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of low blood glucose readings from the insulin pump. The customer had a blood glucose reading of 87 mg/dl and the pump told me to give a bolus of 25 carbs. The customer's blood glucose went down to 47 mg/dl. The customer's wife disconnected and suspended the pump. The customer's blood glucose started to go back up. The customer stated that this morning, the customer ate breakfast and his blood glucose went up to 264 mg/dl. The customer's blood glucose was 170 mg/dl during the call. The customer declined to speak with helpline.